Event description:
A patient in the bone marrow transplant unit was being ventilated with a puritan bennett ventilator. A nurse in attendance responded to a ventilator alarm and found that the ventilator was inoperarive. Manual ventilation was started immediately. A respiratory therapist who was called determined immediately. A replacement ventilator was obtained. The immediate intervention with manual ventilation by the nurse precluded any patient injury.the ventilator was taken to the in-house clinical engineering department for evaluation. The problem was consistently reproducable. The unit was throughly inspected and returned to service. White residu was found on the front panel and circuit board and is belived that the residue is from a spilled electrolytic solution such a s saline, which entered the unit through the gap between the alarm lamp view panel and front panel. It is believed that the ventilator malfunctined because of this fluiddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, design - inadequate, failure to cycle, foreign material contamination, environmental factors, integrated circuit, integrated chip. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.